Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to dig out bits of tampons [foreign body in reproductive tract] .tampons falling apart inside [device breakage] .bleeding through them in 2-3 hours and they're completely full so maybe it's a quality issue [product quality issue] . Case narrative: consumer reported via email that the tampons have been falling apart inside of her. No serious injury was reported.